Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation with a variable speed trigger that kept rotating . Reliability engineering evaluated the device and observed that the locking ring for trigger is unscrewing, trigger jams, and does not return to position when released.. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the black variable speed trigger on the battery reamer/drill device kept rotating. During in-house engineering evaluation, it was observed that the locking ring for trigger was unscrewing, the trigger was jammed and did not return to position when released. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.